Manufacturer narrative:
The hill-rom technician found the bed¿s siderail foot-end block's locking mechanism was damaged by the unlocking knob. Per the service manual: all moving parts of the lifting gear, compact drive and assist rails are permanently lubricated during manufacture. The manufacturer assumes, however, that healthcare beds will be regularly inspected once a year and any damage such as loose screws or breakages will be dealt with at once. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the locking mechanism and the bed functioned as designed. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the patient was disturbed at night and reached for the hand pendant. The siderail was up, and then fell down. The patient fell on the floor and broke a vertebra in the spine. The bed was located in room 15-a at the account at the time of the incident. This report was filed in our complaint handling system as complaint (B)(4).